Manufacturer narrative:
Patient medications - synthroid, lasix, aspirin, glucotrol, lisinopril, pravachol, potassium chloride, glucophage, norvasc, pacerone, zaroxolyn. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Only the catheter for the pxc121400 was returned to gore for evaluation and exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the detachment was due to a polyimide guidewire lumen¿s tensile failure while the trailing olive junction remained intact. The returned product showed that the deployment knob remained screwed down. Furthermore, the deployment line remained inside the deployment line lumen. Thus, the deployment was initiated without pulling the deployment knob. Based on the available information and evaluation of the returned portion of the product, no root cause could be determined at this time. However, use outside of the IFU was noted and may have contributed to this event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the device has not been evaluated for use in the revision of previously placed stent grafts. The ¿contralateral leg endoprosthesis positioning and deployment¿ section of the IFU states, ¿loosen the deployment knob. Confirm final device position. Deploy the contralateral leg endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter sidearm.¿

Manufacturer narrative:
Corrected the type of reportable event: (B)(4).

Event description:
In 2004 the patient was treated for an abdominal aortic aneurysm (aaa) with a cook zenith® device. On a follow up computed tomography (CT) scan in 2015, it was reported that the right external iliac had lost seal and the physician planned to extend the cook zenith® device with a gore® excluder® aaa endoprosthesis contralateral leg component. On (B)(6) 2015, the patient was treated with a ((B)(4)). It was reported that after the physician pulled back the sheath and was working to position the device prior to deployment the leading olive separated from the device not allowing the physician to advance the device proximally. The physician chose to deploy the device and used a snare catheter to remove the leading olive tip. Another contralateral leg component was used to bridge the gap between the cook zenith® device and the deployed (B)(4). The patient tolerated the procedure.